Event description:
It was reported that during a laparoscopic cholecystectomy the clips could not be "applicated." A new device was used and the procedure was finished normally. There was no pt consequence.